Event description:
Patient with endotracheal tube (ett). Endotracheal tube tip ¿stretched¿ and frequently disconnected. Patient was a ¿difficult intubation¿ post esophageal ca. Copious bleeding, hgb drop 4 gm. Faulty required a tube exchange, difficult airway cart with both anesthesia and physicians present. FDA safety report ID # (B)(4).